Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The anesthesia tech had replaced the sodasorb prior to ge healthcare checkout. (B)(4).

Event description:
The hospital reported high co2 readings. There was no report of patient injury.